Manufacturer narrative:
The pump has been returned and evaluated by product analysis 09/20/2013 with the following findings: during testing, the pump powered on and the display was found to be blank. The pump case was opened and the display screen was found to be cracked/damaged. A test screen was inserted and was found to function properly.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the screen was completely blank this morning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.